Event description:
In 2008, the pt reported that she forgot to bolus and her blood glucose elevated to 578 mg/dl and she became very thirsty. Her normal blood glucose level is 170 mg/dl. When she realized she had forgotten to bolus she did not "confirm" the bolus after it was programmed into the infusion device and the bolus was not delivered. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.